Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019.

Event description:
It was reported the screen needs calibration. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user.

Manufacturer narrative:
MFR received date: 10 oct 2019. Philips field service engineer (fse) confirmed the reported touchscreen needs to be replaced. Philips field service engineer (fse) replaced the screen with a new part. The unit was function tested and returned to service. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.